Event description:
The customer reported that the speaker not working properly - intermittent. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker was intermittently working from the device. The device was in use at time of event, there was no adverse event reported. Philips field service engineer (fse) went for onsite service. Results of functional testing indicated there was not an issue.the reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified.